Event description:
Customer called stating that she may have programmed the wrong settings for her insulin pump. She was trained in the device in the morning, and now she thinks she gave herself too much insulin. She stated she was experiencing highs since last night because she just got off levemir. The bolus history showed customer gave herself a ten unit bolus. Customer explained this was too much for her. She checked her blood glucose an hour ago and it was 160 mg/dl. After the bolus, she is now 47 mg/dl. Customer treated with orange juice. Customer was advised to monitor her blood glucose. She was educated on the bolus wizard for future use. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.